Event description:
A report has been received that a memory lens iol implanted in the right eye of a patient has since opacified. Microsystic edema, cloudy cornea noted immediately post-op in 1999. Cornea clear at late 1999 visit. Glistening iol noted 2007, became opaque by 2008 visit. Current visual acuity noted as 20/50 right eye. Referred for iol exchange. Request has been made for additional information.

Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before april 2000 and underwent a modified (buffered tumbling) process during its manufacture. The method of manufacture was subsequently changed to eliminate the use of this modified process. There have been reports of biofilm formation causing opacification of lenses with serial numbers that correspond to the use of the modified (buffered tumbling) process.